Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint of probe error. The device failed the probe check with an ¿ultrasonic level error¿. The probe tip was broken off, and the teflon pad was also worn and split, exposing metal underneath the pad. Based on similar reports, a potential cause for the probe damage is operator¿s technique. It was also reported that the surgeon involved had prior history of handling technique leading to probe damage errors. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the probe and jaw area: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that at the beginning of a total laparoscopic hysterectomy procedure, the device generated a probe damage error message during cutting of uterine ligaments and arteries. There were burns in the center of the probe, but no damage to the teflon pad. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with a similar non-olympus device.